Manufacturer narrative:
A ge service rep performed an on site investigation. The reported malfunction could not be duplicated. Verified kvp tracking, dose output and adjusted ii focus for normal mode. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the images on the 9600+ system could not be seen (image quality). There was no report of pt injury.